Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Reportedly, the non-tandem infusion set became detached from customer's body. The infusion set brand and manufacture was not provided. Subsequently, customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.